Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 10/25/2016 with the following results: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Bg value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2hrs elapsed; unable to verify steps 5-7. A discharged transmitter battery failure is determined.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.